Manufacturer narrative:
Follow-up # 1 the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging multiple inaccuracies on their onetouch verio2 meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(6) 2015. The patient reported obtaining blood glucose readings of 90mg/dl on the subject meter and 68mg/dl on an "accent" meter, obtained within 30 minutes of each other. The patient manages their diabetes with self-adjusted insulin. The patient reported that, prior to obtaining the reported high readings, they were experiencing symptoms of sweaty, shaky and associated these symptoms with hypoglycemia. The patient reported self-treating these symptoms with food/drink at 11:30am. The patient reported that, later that day, they obtained blood glucose readings of 268mg/dl on the subject meter and 209mg/dl on an "accent" meter, obtained within 30 minutes of each other. The patient reported that they were still feeling hypoglycemic, with a symptom of blurry vision, and self-treated this symptom with more food/drink. At the time of troubleshooting the cca confirmed that the unit of measure was set correctly. Based on statistical methodology, all reported readings meet lifescan's criteria for accuracy. Replacement products were still sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia while using the subject meter.